Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 168 mg/dl. The customer stated that she went to the hospital and had a magnetic resonance image taken. She stated that she took her insulin pump off, and when she picked it up, she observed a battery error. When she put the insulin pump back on, it appeared that the device was working normally; however the battery part was blank on the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No operating currents could be tested due to the alarm. No cosmetic damage was noted.